Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working. Customer stated that they received a no delivery alarm followed by a motor error alarm. Customer's blood glucose reading was noted to be over 600 mg/dl and the customer stated that they have not treated as they do not have a back up plan. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer was able to complete the rewind sequence. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.